Event description:
It is reported customer experienced elevated blood glucose level while device was unavailable requiring third party intervention. On (B)(6) 2019 the customer began vomiting and he was taken to the hospital by his wife. He had been unable to use the meter all day but it would not turn on. He reported his blood glucose may have been as high as 1500 mg/dl when admitted to the hospital. He was released on (B)(6) 2019.